Manufacturer narrative:
On (B)(6) 2018, this capped lead was removed due to an infection. Upon receipt, the lead under complaint was found cut approx. 16.5 cm distal to the is-1 connector pin. The proximal lead fragment as well as an 11 cm segment of the lead body including the atrial dipole was returned and analyzed. The visual inspection revealed some abrasion marks along the medial lead fragment. Furthermore a fractured conductor cable to the distal atrial ring electrode was found. This damage can be considered to be the root cause of the atrial oversensing reported in the complaint text. The characteristics of this damage indicate that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without further information and diagnostic images. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the lead is not available for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular product as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed the presence of noise which led to oversensing as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that approx. 54 months after the implantation oversensing was noted on this atrial channel. The right ventricular electrical parameters were all in range and there was no evidence of lead failure seen on the x-ray. The ICD was reprogrammed. On (B)(6) 2017 a revision took place. A new atrial lead was implanted and the atrial connector of the lead under complaint was capped due to damaged insulation. The patient is not pacemaker dependent.